Event description:
A 72-year-old patient undergoing a cardiac cath procedure went into vf. Despite rapid defibrillation with three 200j shocks with a zoll r series defib the rhythm persisted. The team then used a lifepak that went up to 360j, which successfully converted the rhythm back to sinus, and the procedure was completed without further complications.